Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, h7, h9, and h10. Complaint sample was evaluated and the reported event was confirmed. Review of returned instrument indicates signs of repeated use (nicked or gouged) and has one of the ball bearings disassembled / missing. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
An instrument was received via the worn instrument return program and was found to be missing ball bearings. There was no patient involvement.